Event description:
It was reported by the customer that pyxis medstation es system drawer was fell off track. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that rail on full height drawer was bad. A field service engineer replaced the rail. The system functioned as intended after the field service engineer troubleshot the device.